Event description:
Complainant claims that the pt died three days after surgery, the cement was put in at 10am. 10 minutes later, the complication was noted that bp was 88/44, bp resuscitated somewhat and procedure completed. Bp remained low for the next 2 days. On day 3, cardiac dysrhythmias began and pt arrested. Resuscitated once, arrested again, unable to resuscitate.